Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an orif surgery for subtrochanteric fracture with tfna implants and cement. The surgery was completed successfully with no surgical delay. After surgery, the breakage of the nail was confirmed. The breakage point was slightly distal to the lag screw hole where the nail diameter becomes narrower. The surgeon commented as follows: the patient was difficult to reduce, and the proper reduction could not be obtained. The breakage of the nail occurred due to failure to achieve bony contact and bone union. This was not a product-related event. No further information is available. This report is for one (1) tfna fem nail ø10 le 125° l300 timo15 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.